Event description:
It was reported that during an unk procedure, the pad on the device became loose, although it did not completely come away from the device. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.